Event description:
Boston scientific received additional information five months later that this right ventricular defibrillation lead and device continue to display high out of range pacing impedance measurements. Upon interrogation, the impedance measured 1200-1300 ohms. One episode of oversensing was detected as ventricular fibrillation however the rhythm likely did not persist as the patient did not receive therapy. The lead configuration was reprogrammed for improved impedance measurements. A chest x-ray was taken and nothing abnormal was noted. No adverse patient effects were reported.

Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that recent surgical intervention was performed to evaluate the transvenous lead. No mechanical issues were noted with the lead, and no lead extraction or revision was needed. The physician re-connected and tightened the set screw of this device with this lead to help remedy the observed issues. No adverse patient effects were reported.

Event description:
Our company received additional information that the right ventricular defibrillation lead and device continue to display high pacing impedance measurements. It was reported that a lead revision procedure will be performed in a few weeks. No adverse patient effects were reported.

Manufacturer narrative:
The device was modified surgically and remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead and device displayed high pacing impedance via the latitude home monitoring system. The patient was seen in the clinic and the physician will continue to monitor the products. No adverse patient effects were reported.